Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131472.

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131472, UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the day after undergoing a deep brain stimulation (dbs) implant procedure, the patient developed bilateral edema at both the distal and proximal segments of the leads, leading to inflammation, pain, a burning and stinging sensation, and discharge. Blood tests showed no abnormalities. Imaging was conducted to accurately determine the location of the edema, and appropriate medication was administered to manage the condition. The swelling has since diminished with treatment, and the patient is expected to make a full recovery. Additional information was received that the administration of steroids led to significant symptom resolution. Additional information was received that peri-lead bilateral edema developed 10 days after the dbs implant procedure and persisted for approximately three months. On post-operative day 25, the patient experienced imbalance and left-sided weakness. Corticosteroid therapy was initiated to manage the edema. Subsequently, a bacterial infection localized around the right lead was identified and resolved within three months following a one-month course of antibiotic treatment. Blood and urine tests were within normal limits. Tissue cultures from the right lead site confirmed the presence of methicillin-resistant staphylococcus aureus (mrsa). The dbs system remains active, and the patient continues to experience therapeutic benefit.